Event description:
Customer reported receiving multiple motor error alarms on the insulin pump while eating and bolusing. Customer stated that she had an x-ray at the dentist's office with the insulin pump on prior to the alarm. Customer also stated that they use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 166 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.